Manufacturer narrative:
(B)(4).

Event description:
It was reported "the shaldon catheter was inserted in the emergency ward. After transfer to the intensive care unit, an attempt was made to connect an infusion to the distal lumen and the luerlock adapter came loose. According to the user, there was no serious case for the patient, the loosening of the luerlock adapter was noticed immediately." The device was removed and replaced. There was no delay to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen catheter for analysis. Signs of use were observed. The distal extension line and brown distal luer hub were separated. Visual and microscopic analysis confirmed that the separation point on the distal extension line was rough and jagged. A portion of the extension line was still molded within the separated luer hub. This damage is consistent with a manufacturing molding defect. No damage was observed to the remaining extension lines. The outer diameter of the extension line measured 1.71mm, which is within the specification limits of 1.68mm - 1.78mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 1.1684mm, which is within the specification limits of 1.14mm - 1.24mm per distal extension line extrusion product drawing. A manual tug test confirmed the other extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub. A portion of the extension line was still molded within the separated luer hub, which is consistent with past manufacturing molding complaints. Based on the appearance of the damage, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the shaldon catheter was inserted in the emergency ward. After transfer to the intensive care unit, an attempt was made to connect an infusion to the distal lumen and the luerlock adapter came loose. According to the user, there was no serious case for the patient, the loosening of the luerlock adapter was noticed immediately." The device was removed and replaced. There was no delay to therapy. The patient's current condition is reported as "fine".